Event description:
It was reported that, during a procedure, the device output power was not sufficient. There procedure was cancelled due to this issue. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.